Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy with davinci procedure on (B)(6)2024 and barbed suture was used. The thread was already loosened when it was removed. The thread was loosened from the needle after three stitches in situs. No significant procedure delayed was reported, and the procedure was finished with a same like device. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. Product code sxpp1b427. During the visual inspection of the needle, the swage area was noted as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was inspected and there is not sufficient impression at the insertion mark, resulting in a light swage. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.